Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging an intermittent power issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10/21/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/05/2016 with the following findings: the pump's black box showed pump reboot events following low battery warnings on (B)(6) 2016. The battery changes occurred during pump reboot events. The pump powered on with the returned battery cap, however the battery cap was unable to fully tighten to the pump. The battery compartment was cracked. The pump was exercised with the returned battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. A visual inspection showed a non complaint related cold solder connection of one pin on the transceiver circuit board.